Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt a "jerking or muscle spasm-like" pain near her stimulator and the pain was "so intense that it was causing her to fall and neighbors have called 911." The pain felt like her wires being pulled. The pain started occurring 2-3 months ago when health care provider turned her stimulation off after patient fell in the bathtub 2-3 months ago. The patient self-catherized since stimulation was turned off. Additional information has been requested and will be made as follow up as it becomes available.